Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6., and h.11. The product was returned for analysis and the reported complaint was observed. Lens received loose in an open company pouch. Solution is dried on the iol. One haptic is scratched/marked-rejectable with loose fibers, there is a red stain/mark on the other haptic. The optic is scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint, when doctor tried to load the lens, scratch was discovered on the lens. The returned iol shows evidence of possible handling by the customer due to the presence of solution. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage/condition would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during surgery, when the doctor attempted to load the intra ocular lens (iol) into the cartridge after removing it from the packaging, a scratch was discovered on the lens. There was no patient contact. Additional information has been requested and received stating that the lens was not implanted, as a scratch was identified during the loading process into the cartridge. So, the lens was placed aside.